Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to rising thresholds, root cause was not determined. Upon lead extraction attempt, the lead was noted to have exhibited helix retraction issues; therefore, it was capped. No additional adverse patient effects.